Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant the right ventricular (rv) lead exhibited a micro-dislodgement, high thresholds and loss of capture. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.